Event description:
It was reported that the pump battery would not charge despite various troubleshooting attempts, including using a different wall adapter and charging cable. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, which was still under warranty. The customer was advised to use mdi as a backup insulin therapy and instructed on how to put the pump into storage mode before returning it. The customer was also informed to return the problematic pump with a pre-paid label within 10 days, and they confirmed their understanding.